Event description:
It was reported that the charging pad was not charging the pump reliably, with progressively worsening performance, and the pump charged when plugged directly into the wall; the pump displayed 51% at the time of the call, and a replacement charger and cable were shipped. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included technical troubleshooting by instructing on proper charging orientation and sending a replacement charger and cable for evaluation of the suspected charger issue. Investigation of this case revealed that the issue was consistent with a malfunctioning external power/charging accessory rather than the pump, as direct wall charging functioned and there were no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was a defective or degraded charger/cable.